Event description:
It was reported that the ultrasafe x100l png clear secure tab bent and caused an increase in injection force. The following information was provided by the initial reporter: ¿x100l passive - trigger finger bent and caused an increase in injection force or injection stall for fasenra.¿

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 8201742; medical device expiration date: 2023-06-30; device manufacture date: 2018-07-20. Medical device lot #: 0076687; medical device expiration date: 2025-02-28; device manufacture date: 2020-03-16. PMA/510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15-jul-2022. H6: investigation summary: the customer issued a complaint for bent trigger finger problem detected by end user. 1 sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100l png clear secure tab bent and caused an increase in injection force. The following information was provided by the initial reporter: ¿x100l passive - trigger finger bent and caused an increase in injection force or injection stall for fasenra.¿